Event description:
The customer received a questionable human chorionic gonadotropin, stat (hcg) result on their e411 analyzer. Testing was performed on plasma samples. The patient's initial hcg result was 1.13 miu/ml and was reported outside the laboratory. The result was questioned by the physician because a qualitative urine hcg test had been done by another method on the same patient and the result was positive. An aliquot of the sample was put into a sample cup and repeated twice on the same e411 analyzer. The repeat results were 479.5 miu/ml and 495.9 miu/ml accompanied by a data flag. The customer considered both repeat results to be correct and 495.9 miu/ml was issued as a corrected report. The patient was not adversely affected. The hcg reagent lot number was 16354901 and the expiration date was 06/30/2012. The customer noticed the primary tube had a fill volume less than recommended by the manufacturer while removing an aliquot for the sample cup. The field service representative replaced the measuring cell as preventative maintenance. Performance testing was done with passing results. The customer performed calibration and quality control with passing results.

Manufacturer narrative:
A specific root cause could not be determined. Calibration and quality control were within specification indicating it was not a reagent issue. Performance testing and the alarm trace show no evidence for an instrument related problem. Based on the information provided, it was determined the customer was not following the tube manufacturer's recommendations for sample processing. No adverse events for the patient were reported.